Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 34cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 3.00mmx15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break

Manufacturer narrative:
Describe event or problem. Updated. (B)(4).

Event description:
It was further reported that the stent was still intact on the delivery system when the device was removed and the hypotube detachment did not occur inside the patient's body.